Event description:
It was reported in MFR report # 3004209178-2013-16535 on (B)(6) 2013 [physician indicated that the pump moved and had flipped; they were unable to fill it. Patient underwent a revision, was hospitalized and recovered without sequela. Drug delivered via the device was lioresal]. However, additional information indicated that this was unrelated to that patient but related to a different patient. Details regarding the device/patient were not available at the time of this report. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).